Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (571 mg/dl), and diabetic ketoacidosis. Reportedly, on the way to the hospital the customer noticed that the cannula was not inserted into the site. The customer was treated through intravenous saline drip and insulin injections. Cartridge and infusion sets are changed every 3 days. The customer was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.